Manufacturer narrative:
Updated: device evaluated by MFR.? Device evaluated by manufacturer: the complaint device was returned for evaluation. No issues were found, the device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-03518, 2134265-2016-03852, and 2134265-2016-03853. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross was done, however, the issue was not resolved. The physician removed the opticross and replaced it with another opticross, however, same issue occurred. The procedure was completed with another opticross. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-03518, 2134265-2016-03852, and 2134265-2016-03853. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross was done, however, the issue was not resolve. The physician removed the opticross and replaced it with another opticross&#11040;however, same issue occurred. The procedure was completed with another opticross&#11168;no patient complications were reported and the patient's condition is good.